Event description:
It was reported that this lead was an attempted implant. During the procedure the physician tried to position the lead several times, then it was noted that there was a sensing anomaly and high pacing thresholds with loss of capture (loc). The procedure was completed with another lead. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.